Manufacturer narrative:
This report has been identified as b. Braun internal report number (B)(4). Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc. Additional information d9 returned to manufacturer h3 device evaluated by manufacturer h6 codes updated initially, the history of use of the equipment, having verified that there was no record of volume programming of 1225ml. The last volume setting made occurred on (B)(6) 2023, at 11 pm, 47 minutes and 54 seconds, the volume programmed was 1200ml, that is, there was no programming of the equipment on the date stated in the documents relating to this complaint. It was also verified that the flow in progress was 100ml/h, previously programmed in previous therapies. From the history of use it was verified that the total volume already infused was 4471.5ml. On (B)(6) 2023, the infusion was started at 23:53:05, having been completed by the user on (B)(6) 2023. The total volume infused at the end it was 5421.73ml. The actual volume infused was 950.23ml, compatible with the programming and actions carried out by the user. The equipment was subjected to a flow test, and a volume of 1200ml for a period of 12 hours, at a flow rate of 100ml/h. No deviation in flow rate and infused volume was identified and nor, any alarms were evidenced during the entire period of analyses, with the equipment functioning correctly, according to the expected. Due to the data presented above, especially the data referring to the tests carried out and historical record of the equipment, the complaint was classified as not confirmed.

Manufacturer narrative:
This report has been identified as b. Braun internal report number (B)(4). A follow-up report will be provided after the examination results are available. Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc.

Event description:
As reported by the user facility information by bbm sales organization in brazil: "overinfusion". According to the customer: "the patient's mother reports advancing the tpn infusion. Volume programmed 1225, flow 12h."